Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the severely tortuous and severely calcified left iliac artery. After a 300cm non-bsc guide wire crossed the lesion, an 8.0 x 20 135cm mustang¿ balloon catheter was advanced for dilation. However, the device became stuck with the guide wire and it was unable to cross the lesion area. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported.